Event description:
It was reported the case was broken. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of upper and lower case being broken. Also, analysis found that the battery drawer was broken. It was also noted that two side bail covers and the ring cover were broken. It was also noted that the battery release, heart block, lead flex cover, liquid crystal display (lcd), battery drawer o-ring and encoder flex were contaminated and two side bails and the ring were missing.